Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. After rotablation was performed, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a wolverine balloon. There were no patient complications nor injuries reported.